Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error detected as dropped in swimming. Customer stated that they are not able to rewind the insulin pump. Customer's blood glucose was not given. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.